Manufacturer narrative:
This occurred on an unspecified date in (B)(6) 2019. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking from an unspecified location. The customer reported, the leak was small and they used the device. The infusor was filled with an unspecified cytotoxic solution. There was no skin contact with the cytotoxic solution to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available..